Event description:
The customer reported that the live speed (sweep speed) on the monitor in the examination room is different from that in the control room. The device was reported to be in use on a patient, but no adverse event to patient or user was reported.